Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. During insertion of the 2.50x16mm taxus express2 drug eluting stent (des) the hypotube was broken. The device was retrieved from the pt and changed to a non bsc prod. The procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.